Event description:
This is the third of 3 reports (similar products, similar product issue, different patients). There was slippage or movement of a skull clamp during the surgical procedure. Laceration reported. Additional information has been requested. And on 21feb2017, the following was provided by the customer: it was clarified that the device was loose and would unlocked when it was checked. There was no patient laceration. It was unknown if there was any patient involvement. No other information was provided. Linked to mfg. Report numbers 3004608878-2017-00051, 3004608878-2017-00052.

Manufacturer narrative:
Additional information received from the customer on 21feb2017: there was no laceration. The device was loose and would unlock when checked; unknown if there was any patient involvement. No other information provided. Sus report received from FDA on 21feb2017: sus# mw5067739, a-1059 mayfield with event date (B)(6) 2017. Event description: lock loose on mayfield head holder.

Manufacturer narrative:
Additional information received. "Lot code of the device is 131. It is unknown if the device will be returned to integra for evaluation; risk management director at the user facility has yet to decide". Integra has completed their internal investigation on 5/2/2017. The investigation included: methods: review of device history records, review of complaints history. Device history record reviewed for product lot# 131 work order / (B)(4) a total of (B)(4) were manufactured on 03/20/2013 show no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file for this device. No manufacturing or design related trend has been identified. Conclusion: in summary, the device was not released for evaluation. Per user facility, ¿return of product being discussed with risk management department¿; therefore , the root cause to the end users experience could not be determined.